Manufacturer narrative:
(B)(6).

Event description:
It was reported that dissection occurred. The target lesion was located in the left anterior descending artery (lad). The 38 x 3.00 promus elite mr drug eluting stent (des) was deployed to treat the target lesion. After the stent was post dilated, a proximal edge dissection in the proximal part of the stent was noted. A 3.00 x 16 promus elite mr des was deployed proximally and overlapping to cover the dissection and successfully complete the procedure. The patient was stable post procedure and fully recovered.

Event description:
It was reported that dissection occurred. The target lesion was located in the left anterior descending artery (lad). The 38 x 3.00 promus elite mr drug eluting stent (des) was deployed to treat the target lesion. After the stent was post dilated, a proximal edge dissection in the proximal part of the stent was noted. A 3.00 x 16 promus elite mr des was deployed proximally and overlapping to cover the dissection and successfully complete the procedure. The patient was stable post procedure and fully recovered. It was further reported that the target lesion was 90% stenosed and the lad was severely tortuous and non-calcified. The target lesion was pre-dilated with a 2.75 x 10mm balloon. There were no issues during stent deployment. The balloon was fully inflated and the stent fully deployed at 11 atmospheres. The dissection was noted following post dilation with a 3.00 x 12mm balloon.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6).